Event description:
Customer reported the pump segment above the lower fitment split while on a pt. Additional event info obtained: the issue occurred in the ed, the tubing split after the set was inserted in to the pump module, the set was loaded into the pump from top to bottom, a power injection was not administered through the set. There was no pt harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint of pump segment split above the lower fitment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.